Manufacturer narrative:
Manufacturing site evaluation: we did receive 25 saw blades for investigation in a decontaminated condition in their packaging. 22 saw blades are completely unopened (outer and inner packaging), 3 saw blades are opened (outer packaging). According to the available information, there were no negative consequences for the patient. Investigation: the inner saw blades packaging have been analysed visually and microscopically , and discussed with sme[?]s from the product management, the r&d department as well as the manufacturing plant. The complained spot mentioned by the customer can be identified more or less pronounced on each provided packaging. No perforation could be identified on any of the provided products during an optical examination. Furthermore a incident light photography of the spots revealed that the sealed seams are unimpaired. It can be seen that the edge of the central dome is grayish due to the fact that the seal material is slightly transparent in that area, therefore the subsurface can be seen. On an opened packaging of a sample part and with transmitted light photography the integrity of the packaging can also be confirmed. Furthermore the packaging has been perforated in the course of the investigation with a needle to show how such a spot appears. After the investigation it can be confirmed that all saw blades packaging are according to the specification. The conspicuous spot is only optically and manufacturing-related, but has no impact on the tightness of the packaging. Furthermore an 100% optical inspection took place during the finale inspection. However, further steps to improve the packaging and to avoid an uncertainty of the customers have been discussed internally. Therefore a step during the manufacturing process has been optimized to avoid such conspicuous spots. Batch history review: the device history records have been checked for the available lot number and found to be according to the specification, valid at the time of production. There is no indication for manufacturing failure. Conclusion and root cause: no failure could be detected. Corrective action: preventive action and corrective action is not necessary.

Event description:
It was reported that there was an issue with saw blade. It was reported that the inner packaging is punctured. There was no patient harm. An additional medical intervention was not necessary. There was no surgery delay. Additional information was not provided nor available. The adverse event/malfunction is filed under aag (B)(4).